Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that her drive support cap was loose. The patient's blood glucose at the time of incident was 45 mg/dl, which she treated by drinking soda. The customer was unsure as to the source of the damage. The customer was advised to discontinue use of the insulin pump and to follow her medically prescribed backup plan. The insulin pump was returned for analysis.